Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that during a procedure on (B)(6) 2022 the second gate was not working. There was no signal and an impedance was observed. Reportedly, it was not possible to test sensoric and motoric. Hence, the procedure was cancelled.

Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the front panel sub assembly board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
Additional information received indicates that the patient was prepped for the procedure.